Manufacturer narrative:
Product analysis: there were numerous kinks present along the hypotube. The first five proximal stent segments were intact. The remaining segments were stretched distally on the balloon and were pulled distally over the distal tip. The stretched stent segments were bunched and deformed. Crimp impressions were visible on the exposed balloon surface. There was deformation to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute drug eluting stent to treat the mid-lcx. The device was inspected prior to use with no issues noted. There were no difficulties removing the device sheath and no issues noted during inspection post sheath removal. The physician delivered the guidewire to the distal-lcx and the lesion was pre-dilated. Severe calcification remained with 60% residual stenosis. During the procedure it was reported that the device did not pass through a previously deployed stent. Resistance was encountered during delivery due to calcification at the opening of lad and lcx. No excessive force was used. It was reported that the stent became partially dislodged upon removal the physician retrieved the device. The physician thinks that severe calcification was the cause of the event and that the event is not likely to be device related. No injury was caused to the patient. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.